Event description:
According to the dist pro-tech, the pt's spouse notified pro-tech, the pt's sheets and bedspread burnt when the device's power cord arced. Further conversation with pt's spouse revealed the following info: 1. The pt had just finished a treatment and was not taking a treatment at the time of the event. 2. At night, the device sits on top of a doubled over bedspread on the pt's bed. 3. The pt also uses this same device for car trips. The pt woke the spouse when the pt smelled something burning. By the time they located the source of the smell, a hole had burnt through both layers of the bedspread, the sheets and the mattress. Prior to returning the device, the customer duplicated the arcing by moving the dc jack's pin to make a direct short with the jack's outer ring. The customer noted the center pin was loose.